Event description:
The patient experienced a problem with the patient programmer. They were unable to adjust stimulation. A "call your doctor" icon displayed. A power on reset occurred. This issue was resolved. Additional information has been requested.

Manufacturer narrative:
(B) (4).